Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient also had muscle stimulation since this ra lead was implanted. Re-programming was performed to alleviate the issue. Additional information obtained from the field representative indicates that this ra lead will be revised. Ra lead still remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient also had muscle stimulation since this ra lead was implanted. Re-programming was performed to alleviate the issue. Additional information obtained from the field representative indicates that this ra lead will be revised. Ra lead was modified electrically. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This right atrial (ra) lead is expected to be revised. This report will be updated should further information be received.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.